Event description:
Additional information received from a manufacturing representative (rep) reported that the cause of the high impedances was not known. In the recovery room post implant, the impedances were normal. The patient was doing great with stimulation.

Manufacturer narrative:
(B)(4) .

Event description:
The manufacturer's representative (rep) reported they were in the operating room on the day of the report. During intra-op when they tested with the new implantable neurostimulator (ins), all pairs 0-7 were in the normal range, but 8-15 pains were all greater than 10000 ohms. Then, the rep changed the extensions in the header block and then 0-7 were out of range and 8-15 were normalized. There were high impedances. The impedances were checked in the multi-lead trialing cable and impedances were very similar to the pre-operative impedances with 8-9 greater than 10000 ohms. Impedances were tested again at 3 volts with the new ins and then all impedances were normalized except all pairs with #8 which were greater than 40000 ohms. #8 was not used in programming. Troubleshooting resolved the reported issue as re-measuring impedances resolved though electrode 8 remained out of range. There were no applicable symptoms reported. Relevant medical history included spinal pain and complex regional pain syndrome type 1.